Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens ((B)(6), +17.5d) was implanted backwards in the right eye on (B)(6) 2025. The lens was successfully flipped to the correct orientation during a secondary surgery on (B)(6) 2026. Due to instability of the capsular bag and zonules, the lal was placed in the sulcus.